Event description:
Information was received, from a patient. Regarding an external device. The reason for call, was patient said, it takes a long time to charge the implant. And when they put the paddle on the implant the battery in the middle of the string gets hot. An email was sent to the repair department to replace the device. Pt did not provide date of when the issue began. Patient called back stating, the recharger that they received was doing the same thing as the other one, that was replaced. In that it was getting hot. Patient repeated previously documented information. Patient shared, that they were now confused and wasn't sure if it was the paddle or the implant, but that when they put the paddle on to charge, they would sometimes feel a shocking sensation. Agent understood as unexpected stimulation. The issue was not resolved. Agent reviewed information. An email was sent to the repair department to replace the recharger. Agent redirected the patient to follow up with their managing healthcare provider to look over the implant and equipment. Patient mentioned, unrelated medical history in that they just had a shoulder replacement. Agent closed case.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger, product ID: 97755, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), product ID: 97755, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755-s ; serial# (B)(6); product type: recharger. It was returned for product analysis. Analysis found recharger antenna failure. Specifically, intermittent no device found message was observed. No visual anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755-s; serial# (B)(6); product type recharger was returned for product analysis. Analysis found that the complaint was unverified. Found no issues with finding or charging implantable neurostimulator (ins). Recharger antenna passed final functional test. No visual anomalies were found. Recharger antenna was not repairable and stored in retention cabinet due to shocking. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.